Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a vessel closure of multiple access sites in an unknown vessel using proglide devices after an ablation procedure. Reportedly, following the successful closure of the distal 8f access site, the proximal 6f sheath was unable to be removed. Surgical intervention was used to remove the 6f sheath. It was noted that the successfully placed suture had caught the 6f sheath preventing removal. Surgical suturing achieved hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that the vessel was the right common femoral artery.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to an interaction of the device needles with a 6fr sheath placed at another access site. The issue was noted due to the inability to remove the 6 fr sheath. Surgical intervention was performed and hemostasis was achieved due to surgical suturing. After removal of the 6fr sheath it was found that the proglide used had needled the top of the 6fr sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.